Manufacturer narrative:
The complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause could not be established. The documents from the device history record were not able to be reviewed as this device is not manufactured by conmed. The lot history record showed there is 1 complaint for this lot and failure mode combination. A two-year review of complaint history revealed there has been 14 complaints regarding 14 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8mm/12mm) to: inspect sound cap blue foam and blue seal prior to use; use caution when inserting a sharp or large device through the cannula; inspect sound cap after use for physical damage of any kind. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the ias8-120lp - lot#134018: "seal on the airseal 8mm sound cap came detached during a robotic hysterectomy on (B)(6) 2018. Staff and surgeon didn't realize the seal had come free until discovering it inside the patient under visualization. They were fortunate that it was in a part of the abdominal cavity that was under visualization." The piece was removed and there was no reported patient injury but there was a delay of 15 minutes. Further attempts were made to gather additional information, but no new information was received. This report is being filed based on device malfunction with potential for injury upon reoccurrence.